Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called in requesting assistance adjusting their basal rate. Customer had elevated blood glucose (bg) levels (298 mg/dl). Customer stated they will deliver a correction bolus to stabilize bg levels. Tandem technical support guided the customer through adjusting their basal rate.